Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with abdominal pain and cloudy bag. The cause of the peritonitis event was unknown. One day after the onset of the event, the patient went to the emergency room but was not hospitalized for the peritonitis. One day after the onset of event, the patient began treatment with unspecified antibiotics (doses, routes, durations and frequencies not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.